Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a left ureteroscopy with laser lithotripsy procedure in the left ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the basket broke off from the device. The physician then cut the basket wires with a laser, with no wires detached, to fit the basket into the accessory sheath. They added that the basket was pinned against the sheath and the sheath with the detached basket was successfully retrieved as one. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.